Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd autoshield¿ duo safety pen needle had shield failure . The following was reported, "called as a routine visit to give insulin, when putting the device to patient arm, desired number of units given when needle was in place, but on removal noticed needle was external from the device and pointing through the plastic shield. No red part exposed,unknown if any insulin was given. Unsure whether correct dose was given no pooling around skin, or drop from end of needle."

Manufacturer narrative:
Investigation summary: eighty sealed and one opened but not activated 30g x 5mm safety pen needle samples were returned from lot. No. 8229805, cat. No. 329605. An activation test was carried out on the opened sample and on eighty sealed samples and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. No issues were observed with the returned samples and no issues were observed. Based on an evaluation of severity and occurrence it was determined that no corrective action is required at this time.

Event description:
It was reported that a bd autoshield¿ duo safety pen needle had shield failure . The following was reported, "called as a routine visit to give insulin, when putting the device to patient arm, desired number of units given when needle was in place, but on removal noticed needle was external from the device and pointing through the plastic shield. No red part exposed,unknown if any insulin was given. Unsure whether correct dose was given no pooling around skin, or drop from end of needle."